Manufacturer narrative:
Follow-up #1: date of submission 02-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: during investigation, there was a motor rewind error duplicated during investigation with rewind attempt . The pump's cover was removed and there was internal moisture damage found on the motor flex connector the battery compartment was cracked at left side of grip. The black box verified a motor rewind error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.